Event description:
Boston scientific received information that this lead exhibited loss of capture as well as noise. A chest x-ray was taken which confirms that the lead is fractured. A lead extraction was attempted, however the complete lead could not be removed. A portion remains and is capped inside the patient. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation confirmed that the lead was returned severed at 188mm from the terminal pin, and the proximal segment only was returned. There were set screw marks noted on the terminal pin. However, no discernible set screw marks were noted on the ring. There was a sharp curve noted in the lead at the distal end of the terminal assembly. There were indents noted in the lead insulation from the suture sleeve tie downs at 94 and 102mm from the terminal pin. It appears that the suture sleeve was located from approximately 86mm to 109mm from the terminal pin. There was a sharp bend in the lead at 110mm from the terminal pin, additionally the insulation was bent and the conductor coils were found to be deformed. The anode and cathode conductor coils were found to be fractured at 110mm from the terminal pin, just at the distal end of where the suture sleeve was located, right at the bend location. Thus confirming lead fracture.